Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented to the clinic with stored episodes of non-sustained oversensing. Electrograms revealed competitive pacing due to p-waves. The device was reprogrammed. The patient was in stable condition.